Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device evaluation was completed for a previous complaint on 12/10/2013, prior to the date this complaint which was reported to animas, on (B)(6) 2014. Product analysis from the previous investigation had the following findings: the returned battery cap was able to fully tighten to the pump and was able to successfully maintain electrical connection. The pump was able to successfully complete the rewind, load, and prime steps. No additional testing could be completed because the pump was disassembled as part of the prior testing and the pump was no longer available to fully investigate the reported motor issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter stated that the rewind and load steps had been taking much longer than expected causing the pump to go to sleep and then back to the home screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.